Event description:
It was reported that prior to performing any surgical tasks for a da vinci prostatectomy procedure, no image was displayed in the surgeon console viewer or the assistant monitor. A technical support engineer attempted to troubleshoot the issue via telephone, however, the issue could not be resolved. The patient had been under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation was conducted by a field service engineer (fse), who went onsite and evaluated the system. The fse determined that the vision cable had been improperly connected, thus resulting in the vision issue experienced by the customer. As of august 2, 2011, there have been no reported recurrences of the issue at this hospital.